Event description:
It was reported that the customer's insulin pump alarmed an error during the manual prime process. Advised that the customer should revert to back up plan. The customer's blood glucose reading was 13.1 mmol/l. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose motor support disk.